Event description:
Accolade 2 stem subsided subsequent to severe osteoporosis. Restoration modular cone/conical 22x155, 27 +10 body was used with 36 mm -2.5mm biolox head.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade ii stem. It was noted that the device is not available for evaluation because the hospital retained it. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained.